Event description:
The catheter of a nl950sd subdural tunneling (icp) intracranial pressure monitoring kit could not be zeroed and kept showing -2 on the nl950-100 monitor during preparation for a pt who suffered from a head injury. Then the surgeon implanted it in the pt but, no value was showing on the monitor. As a result the surgeon stopped measuring the pressure. There was no stock to replace it with. ¿when he pushed the catheter by his finger, the value went up and down but the reaction was very slow.¿

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.